Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient to be implanted with cement using a mixer in an unknown spinal therapy for a compression fracture due to primary osteoporosis. It was reported that no cement came out of the mixer, making it impossible to fill the bfd with cement (it was discovered that cement was taken out of the refrigerator immediately after entering the room. It has been about 30 minutes since it was taken out of the refrigerator, and the room temperature has changed over time from 25 degrees to 22 degrees). The cement was hard. The cement was never implanted. There is no problem with the mixer. There were no patient symptoms or complications as a result of this event. There was a procedure delay of less than 60 minutes. The procedure was successful by the use of a new product. No further complications were reported/ anticipated.